Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead showed high, out of range shocking impedance. The rv lead was surgically abandoned and the implantable cardioverter defibrillator was explanted due to an elective replacement. No additional adverse patient effects were reported.